Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the load did not fire completely the staples and the device locked. The surgery was delayed until the device was replaced. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device used in: partial gastrectomy; what was the product code of the stapler (ats45, etc.): ats45; if yes, was the staple line complete: the staple lines were not formed properly; when the load did not fire completely the staples and the device locked, did the device cut: not informed; if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc: not informed; how long was the procedure delayed: about 2 minutes, the device was replaced immediately to surgeon; was there any patient consequence as a result of the delay: no consequence to patient´s health.

Manufacturer narrative:
(B)(4). Batch # m53t8j. The analysis results found that one 6r45b reload was received in good visual condition and partially fired 1/10 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.